Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarms were noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 400 mg/dl at the time of incident; the patient treated via manual insulin injection. During troubleshooting the insulin pump alarmed no delivery during a prime attempt. The reservoir was removed and the insulin pump was rewound, but the device did not alarm no reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.